Manufacturer narrative:
Event date: the event date was note reported. The first date of the month of the initial aware date was entered as an estimate. Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis attached to a 6f guidezilla guide catheter. A visual and microscopic examination of the stent found proximal stent damage, with stent struts bunched distally. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28feb2020. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. After a 6fr guide catheter and 0.014inch guidewire crossed the lesion, pre-dilatation was performed from distal to proximal third with a 2.5mm x 15mm balloon at 16 atmospheres (atm), a 3.0 x 20mm balloon at 16 atm, and a 3.0 x 15mm non-compliant balloon at 20 atm. After 6fr guidezilla guide-extension catheter was advanced, a 3.00 x 32mm synergy drug-eluting stent (des) was advance but failed to cross. Subsequently, the same guidezilla was advanced to distal third of left posterior descending artery for support. Three overlapping stents were successfully implanted; a 3.0mm x 32mm synergy des at 16atm and 3.5 x 38mm and 3.5 x 24mm synergy des at 18 atm respectively. Stent boost and angiography confirmed that the stents were correctly positioned and with timi iii flow. There were no patient complications reported. The patient was stable and discharged. However, returned device analysis revealed proximal stent damage